Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect.

Event description:
It was reported that a nurse withdrew the catheter indwelled in the patient on (B)(6) 2019. The catheter removal went smoothly. However, after the procedure, drug corrosion was seen on the surface of the catheter removed.